Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose level ranging from 500-600mg/dl and diabetic ketoacidosis. Reportedly, the customer's healthcare provider changed settings prior to the event. Additionally, customer smelled insulin and suspected a non-tandem infusion set site leak; however this could not be confirmed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.